Event description:
The dental implant, fx4008swc in tooth location #23 was removed on (B)(6) 2016 due to loss of osseointegration 1 year and 3 months after implantation. The doctor indicated that the infection causes the implant removal. The patient had medical history of tobacco use and alcoholism. The patient is recovered without complications.